Event description:
The end user stated left side nut came loose on the drive wheel; caused the drive wheel to come off the axle.

Event description:
End user called advised was out in the yard and the left side nut came loose on the drive wheel and caused the drive wheel to come off. Enduser advised he fell forward on the ground and skinned his knee but he was no hurt.

Manufacturer narrative:
(B)(4) 2015 - additional information was added to the issue description alleging that the end user advised he fell forward on the ground and skinned his knee but he was not hurt. No medical intervention was sought. Therefore, this is now an adverse event and a product problem. Should additional information become available a supplemental record will be filed.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.